Event description:
The customer called in to report moisture underneath the screen and a frozen display. The customer also stated that the insulin pump alarmed, but he was unable to read the screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage found on the electronic assembly.